Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert with a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating possible battery depletion. Device data was sent to engineering for review as premature battery depletion was suspected. Upon review of the data engineering determined that there was a temporary high-power draw on the battery that was resolved. The cause was unable to be determined. Analysis of the battery voltage found sufficient to support full therapy and normal charging. The measurements indicate that the voltage never dropped low enough to impact therapy. It was noted that the patient has a corrected transposition of great arteries (ctga). Corrected using rastelli procedure and their indication for s-ICD is secondary prevention due to unstable sustained monomorphic ventricular tachycardia (vt) requiring cardioversion. The s-ICD remains in service and no adverse patient effects have been reported.